Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are receiving multiple error alarm on the insulin pump. Customer stated that they are able to rewind the pump. The displacement test was performed and passed. Customer's blood glucose reading was 69 mg/dl as the time of the incident. Customer was advised to monitor the insulin pump. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.